Event description:
In 2002 at 16:34 patient sample run on suspect device and k+ (potassium) measured 5.0 mmol/l. The following day at 00:29 another sample ran on suspect device and k+ (potassium) was 9.9 mmol/l. Patient treated with kayexalate 500 mg. The same day at 5:00 patient sample ran on another device and 5.7 mmol/l. Physician discontinued treatment. The patient was taken off of life support and later expired from organ failure.